Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a dislodgement. The lead is expected to return. No additional adverse patient effects were reported.